Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The customer removed and returned the device's bridge board for evaluation. The malfunction was duplicated and attributed to the bridge board. Analysis for reports of this type has not identified an increase in trend.